Event description:
The following was reported to hamilton medical ag: - the ventilator device went first into alarm mode and afterwards in safety mode. The patient was connected to the ventilator and was being transported at the time this happened. - the alarm was observable both visually and through hearing. - there is patient involvement reported. The patient got switched to another ventilator-device. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. - no medical intervention was required. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.